Event description:
A hemodialysis user facility has reported that during treatment an external blood leak from the header occurred. The leak was visually observed and the machine alarmed. Estimated blood loss with 50cc's. There is no other known ill effect to the patient. The clinic manager reports no patient ill effects noted. There is a sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.